Event description:
Medtronic received clarification that the reported issue occurred intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the suspected cause was metal interference from the operating room (or) table combined with the long length of the straight suctions that caused the problems. The site stated that other instruments were tracking fine. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Another surgeon used the system with the straight suction yesterday, and everything worked as expected with no difficulty in verifying the straight suction.

Manufacturer narrative:
Part # 9733449, lot # 17020805. A medtronic representative went to the site to test the equipment. Testing revealed that no issue was found with the system or the instruments. It was found that one straight suction was close to failing but still passed verification. The system passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733449xom, (suction em straight). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was difficulty verifying straight suction, no additional information. There was no patient present.